Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2013. During the procedure, the surgeon cut the plastic sheath incorrectly and left between 1 to 2 cm of plastic in the patient, possibly inside the obturator canal. The surgeon did not perform any additional dissection. The current condition of the patient was reported as doing fine.

Manufacturer narrative:
(B)(4). Conclusion: user error caused the event. The surgeon cut the plastic sheath incorrectly.